Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited high gradients and was explanted after 1 year post implant. At explant, pannus/fibrin was noted on the outflow side, blocking the leaflets.

Manufacturer narrative:
Evaluation: device history reviewed. Results code: other = device history review found the product met specifications when released for distribution. Conclusion = cause of event attributed to patient's condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were in the closed position with slight gaps between all coaptive ridges. The non-coronary cusp was stiff due to host tissue on the outflow except from the belly to the margin of attachment. There were tears on the tunica of all cusps along the inflow margin of attachment and appear to be due to the removal of possible host tissue. All commissures were intact. There was thick tan thrombotic appearing host tissue filling and stiffening the non-coronary cusp on the outflow. There was also tan thrombotic appearing host tissue partially filling and stiffening the left and right cusps on the outflow. Remnants of pannus remained attached to the sewing ring on the inflow and outflow. An unknown amount of pannus appeared to have been removed during explant. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and shows that this valve met all manufacturing specifications for product released to distribution. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.